Event description:
Account states while suctioning the pt, the thumb port completely disconnected from the catheter leaving the catheter piece in the pt's trachea. The nurse needed to use a hemostat to remove.